Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Customer unsure of correct lot involved h21x077. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00443.

Event description:
The customer reported to olympus, at the end of therapeutic endoscopic retrograde cholangiopancreatography procedure, when the endoscope was removed the distal cover was missing. The surgeon re-inserted the endoscope and attempted to locate it but it was not found. When the endotrachial tube was pulled out, the cap fell out with it. The intended procedure was successfully completed. The procedure was extended an unknown length of time while the surgeon searched for the missing cap inside the patient. The customer reported the staff thinks the cap may have been attached incorrectly and did not go over the little black ledge on the scope. In addition, the customer stated the distal cover was probably also split (and fell off) because the distal cover was split upon removal from the patient. The customer does not know if the olympus devices were inspected prior to use. Anti-fog agents and other chemicals were not used on the scope lens. The customer stated the devices were not inspected for damage after attaching the distal cover and the staff did not confirm the distal cover was attached correctly either. This event includes 2 reports: (B)(6) : maj-2315, h21x073 or h21x077. (B)(6) : tjf-q190v, 2124622. This report is 1 of 2 for (B)(6) : maj-2315, h21x073 or h21x077.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h4 and h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off are as follows: - according to the information provided, the distal cover may not have been installed properly. From this, it is presumed that the cause of the distal cover falling off is as follows. -the cover was easily removed from the scope due to insufficient attachment to the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to insufficient attachment of distal cover to the scope. The instructions for use (IFU) states the following: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.